Manufacturer narrative:
The device was in use for treatment. The right ventricular (rv) lead was explanted and will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. No adverse patient effects were reported. The device history records and the complaint files of the lead model were reviewed. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. There were no manufacturing rejects or anomalies recorded in the device history record. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this right ventricular (rv) lead exhibited a fracture. The right ventricular (rv) lead was explanted and another lead was implanted. No adverse patient effects were reported. The lead was actively implanted for approximately 14 years, 10 months.